Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that the drawer itself was recoverable, but the cubie was not opening. The issue was affecting drawer 3, pocket d1. The customer attempted to reboot the station, but the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer found that multiple cubie pockets were not being detected on the bus. The fse removed all pockets and row trays and cleaned multiple foreign debris from the drawer. All pockets were then reinserted, and functionality was verified in diagnostics. The system functioned as intended after the field service engineer repaired the device.